Event description:
It was reported that the procedure was canceled. The 6f guidezilla ii guide extension catheter was selected for use. The catheter was unable to advance over the wire and marked resistance was present in the catheter even before reaching the sheath. Multiple attempts were made without success. The procedure was not completed due to this event.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).